Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 6 cem tibial tray component; attune ps fem lt sz 7 cem femur component; attune ps rp insrt sz7 6mm tibial insert component; attune medial anat pat 38mm patella component; unknown bone cement.

Event description:
Subject: (B)(6). Clinical adverse event received for revision due to metal allergy. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left, knee).

Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.